Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen 2000mcg/ml at 787.2mcg/day and morphine 1.6mg/ml at 0.6297/day via an implantable pump. The indications for use were intractable spasticity, parkinsons dual, dystonia. The patient's spouse reported a ptm code 8476. The alarm was also heard. They first heard the alarm about 10 days ago and noted the code on the ptm on (B)(6). The alarm was intermittent and the patient had been able to bolus from time to time since the alarm started. The patient and their spouse were currently traveling and would not be home until after the holidays. The reporter requested contact information for the local company representative and was redirected to the healthcare provider who the reporter had mentioned as someone they had seen in the past. Other medications the patient was taking at the time of the event, pertinent medical history, troubleshooting related to the alarm and 8476 motor stall code on the ptm, interventions, the cause of the pump alarm and 8476 motor stall code on the ptm not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported 3 months prior to the pump replacement, the patient had an alarm, and the pump stopped. The patient had a pump replacement due to that. No further patient complications were reported.

Manufacturer narrative:
Correction: regulatory report # 3004209178-2016-00384 incorrectly referred to regulatory report # 3004209178-2016-00384 as regulatory report # xxx.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.